Manufacturer narrative:
A visual examination of the returned device found residue indicating use/handling and the basket was found to be fully retracted. The side car-rx presents pushback. Evaluation shows the basket was unable to extend due to dried residue inside the device. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event information the issue occurred while inside the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the common bile duct during a biliary lithotripsy procedure. According to the complainant, during the procedure, the physician attempted to insert the lithotripter device into the papilla and bile duct along the guide wire but the sidcar rx of the device was noted to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the common bile duct during a biliary lithotripsy procedure. According to the complainant, during the procedure, the physician attempted to insert the lithotripter device into the papilla and bile duct along the guide wire but the sidcar rx of the device was noted to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
(B)(4) for the reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.